Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose results. The ccc reviewed the data and found that sample mix was sporadic. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service methods. The cse checked and adjusted the sample probe cuvette alignment. The cse observed sample mixing action. The cse replaced the sample mixer. The cse verified the auto alignment. The cse ran quick check and quality control (qc) which were good. The cause of the discordant glucose results is unknown. As per the dimension vista operator's guide, a result flagged with an abnormal assay error cannot be reported. The cause of the flagged results being reported was an operator error. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were flagged with an abnormal assay flag and reported to the physician(s). The initial results were reported to the physician(s). The patients were redrawn and the original and redrawn samples were repeated on the same instrument, and recovered higher. The corrected results obtained from redrawn samples were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.